Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff came off the tube and went into patient's airway. The cuff was retrieved from the patient.